Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) alerted four times in two hours while outside grabbing water packs. The patient reported they went to the hospital and were "straightened out". The alerts were consistent with a magnet tone. The ICD remains in use. No patient complications have been reported as a result of this event.